Manufacturer narrative:
Correction: h2 should marked as "additional information".

Event description:
New information received noted that the lead was returned, no explant date or additional information was provided.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the partial lead noted multiple internal and external insulation abrasions breaching all cable lumens proximal and distal to the suture tie impression. Destructive analysis found an internal insulation abrasion breaching the right ventricular cable lumen underneath the right ventricular shock coil. The cause of the reported event was due to the exposure of the inner coil and cables consistent with friction to device can and friction to suture tie down forces.

Manufacturer narrative:
Additional information requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular lead exhibited over sensed noise. Lead damage was also suspected. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
Correction: g2 should also marked as "company representative".

Event description:
New information received noted that the lead was returned, no explant date or additional information was provided.